Event description:
Femtosecond laser was used for flap creation for both eyes of pt. Account reported noticed that the left eye flap was thin. Additional info was received that pt had a button hole and damaged flap in left eye. Lasik was completed in right eye but not completed in left eye. Surgeon reported that he decided to surgically remove the left eye flap (flap amputation). Pt f/u: pre-op bcva: od 20/20; os 20/20. Post-op bcva: od 20/20; os 20/25.

Manufacturer narrative:
(B)(4) - flap was surgically removed. Eval: field service specialist (fss) checked system after the reported event on (B)(6) 2011 and checked laser system (gel depth), he updated z-offset. Laser system meets amo specifications. Clinical development mgr contacted account and spoke with surgeon. Surgeon reported that pt was seen on (B)(6) 2011 and ucva is 20/40 and bcva is 20/20. No loss of visual acuity was reported as a result of this event. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusions of this report becomes available, a supplemental report will be submitted.